Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up, post paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was confirmed on a real-time egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.